Event description:
The IV catheters noted above are supposed to be designed to prevent needlesticks by covering the needle after insertion. However, they are extremely difficult to use. It is virtually impossible to tamponade the vein in order to apply the IV tubing without blood oozing onto surrounding bed and floor. The rptr realizes that they must protect self and other health care workers. Rptr feels that these catheters provide a risk to rptr's health and safety.